Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a needle retraction failure of the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, the needle was observed to be partially retracted and damage was found to the grip and at the connection of the grip and barrel. The needle was pushed and repositioned to the outer position, the button was depressed, and the retraction was unsuccessful. The cause of the defect was determined to have occurred during the manufacturing process. Within production, the plug probe and load barrel stations have the ability to become misaligned and produce the type of damage observed. DHR review: although the review of the dhrs review are required for MDR¿s per CPR 071, a review could not be performed as the lot number was not provided. Visual analysis observations and testing: received one used iag/bc 24ga unit from unknown lot number. The unit consisted of the needle safety barrel assembly. Photos were submitted for review. Visual/microscopic examination: observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position the button was depressed. The retraction was unsuccessful. Photos submitted for review: photo 1 displayed a partial retracted needle with needle cover on. Photo 2 displayed a partial retracted needle with needle cover off. Photo 3 displayed damaged grip. Photo 4 displayed a partial retracted needle. The returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. Investigation conclusion: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit and the photos submitted for review. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. The customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: manufacturing comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.